Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy and was unable to set the system into MRI mode due to high impedances on the left lead. Surgical intervention may be undertaken at a later date to address the issue.